Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of incisional hernia. It was reported that after implant, the patient experienced open wound, bulge, recurrence, and mesh attached to the bladder during emergency surgery. Post- operative treatment included wound vac and a tracheotomy.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient underwent a laparoscopic procedure with a mesh implant due to a hernia. The patient experienced open wound, recurrence, and mesh attached to the bladder during emergency surgery. Post- operative treatment included wound vac and a tracheotomy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of incisional hernia. It was reported that after implant, the patient experienced adhesions, obstruction, pain, seroma, abdominal compartment syndrome, non-healing open wound, bulge, recurrence, and mesh attached to the bladder. Post- operative treatment included revision surgery, wound vac and a tracheotomy.

Manufacturer narrative:
Additional info: a4, b5, b7, d4 (expiration date), h4, h6 (patient code, imf codes, ime e2402: "abdominal compartment syndrome, cholelithiasis, sinus tract"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of incisional hernia. It was reported that after implant, the patient experienced constipation, bowel problems, cholelithiasis, sinus tract, adhesions, obstruction, pain, seroma, abdominal compartment syndrome, non-healing open wound, bulge, recurrence, and mesh attached to the bladder. Post- operative treatment included medication, cross-sectional imaging, exploratory laparotomy, hernia repair with new mesh, lysis of adhesions, debridement of abdominal viscera with placement of abra wound closure device, revision surgery, wound vac, removal ofwound vac, component separation of abdominal wall with placement of human acellular dermal matrix and closure of abdomen, ventral hernia repair with bilateral component separation, bilateral rectus turnover flaps and strattice mesh underlay, cholecystectomy, small bowel resection, repair of small bowel enterotomy, ventral hernia repair with strattice mesh underlay, excision of abdominal wall sinus tract, removal of mesh, debridement of skin graft to abdominal wound, and a tracheotomy.

Manufacturer narrative:
Additional info: a5b, b7, & g1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic procedure with a mesh implant due to a hernia. The patient underwent a revision surgery approximately 2 days post op. The patient underwent two revision surgery approximately 1 year post op. The patient experienced wound vac, several long-term hospital stays, and mesh attached to the bladder during emergency surgery. The patient was put in a medically induced coma and was on a respirator for several weeks. The patient had a wound vac and a tracheotomy.